Manufacturer narrative:
Due to character restriction in block e1, e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) autofill failure and noticed broken cable. There was no patient involved and no harm or injury reported,

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2 , h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, failure observed by end user cannot autofill balloon and broken iab fill lure fitting. Observed failure and replaced damaged iab fill lure fitting (0103-00-0398-01) and corrected customer failure. Unit passed all functional and safety tests per factory specifications, returned to customer completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.